Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a "weird feeling" in their heart and "its dropped and left a sunken dent". It was noted that the top lead was not working and was disconnected from the implantable pulse generator (ipg). The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the implanting physician forgot to tighten the setscrew and the lead is not working. The patient said that their new doctor said "the whole thing looks horrible." It was reported that the implantable pulse generator (ipg) was slipping under the patient's arm and they felt pain from the "top to the collar bone" when they move their arm.